Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Device received with cracked case at the reservoir tube window corners, cracked reservoir tube window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and had no delivery alarm. Customer¿s blood glucose level was over 400 mg/dl, at the time of incidence. Customer reported that the usually they had 250 mg/dl, blood glucose level. Customer reported that they were treated with manual injection and with insulin pump for high blood glucose level. Customer reported that the insulin pump had crack at the reservoir side and action button. Customer was not alleging the under delivering. The drive support cap was normal. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.